Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument broke upon removal from the package. The hospital has reported no patient injury occurred.